Manufacturer narrative:
Patient height reported as 66 inches. (B)(6). This report is for an unknown acdf device/unknown lot. Part and lot numbers are unknown.. Unknown if device has been explanted; plate was removed on (B)(6) 2006; it is unknown if the entire device construct was also removed or not. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prodisc-c clinical study patient ID (B)(6) received an anterior cervical discectomy and fusion (acdf) at level c6-c7 on (B)(6) 2003 using an unknown spinal system. There were no intraoperative complications. The patient was discharged to home on (B)(6) 2003. There were no complications at discharge. The study was completed on (B)(6) 2010. The following adverse events were reported postoperatively: on (B)(6) 2004: increasing amounts of pain in the right scapula and shoulder blade radiating down the arm with numbness and tingling, worse after physical therapy. Release to physician for botox in scapular, trapezial area. On (B)(6) 2004 MRI cervical results artifact obscuring c6-c7 related to surgery. Mild diffuse lodoss small anterior budge c5-c6 with degeneration, state of event is ongoing. On (B)(6) 2005: postoperative pain neck, right shoulder, arm slight decreased sensation c6-c7. X-rays taken and show solidly fused c6-c7, emg. Status is ongoing. On (B)(6) 2006: worsening cervical radiculopathy-right arm. On (B)(6) 2006, patient underwent acdf c5-c6 with removal of ao cervical plate at c6-c7. Status is ongoing. On (B)(6) 2007: left neck, shoulder and arm pain (not fingers). Physical therapy was done on (B)(6) 2007, acupuncture (B)(6) 2007, cervical MRI on (B)(6) 2007. Status is ongoing. On (B)(6) 2008: lump on left side of the neck. Exam-primary care prescription written for motrin. Exam (B)(6) 2008. Status is ongoing. On (B)(6) 2010: positional neck pain with associated left arm/hand parasthesias. Exam x-rays (B)(6) 2010. Fentanyl patch 50mg, change every 48 hours. This report is for adverse event: (B)(6) 2006: anticipated and severe worsening cervical radiculopathy-right arm. On (B)(6) 2006, patient underwent acdf c5-c6 with removal of ao cervical plate at c6-c7. Status is ongoing. Probably related to surgery, definitely not related to implant. It was reported that the patient had a new protrusion at c5/6 secondary to adjacent level disease. This report is for an unknown acdf device. This is report 2 of 2 for (B)(4).